Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner failed, making beeping sounds when the cable was moved. A field service engineer replaced the usb cable to resolve the issue the system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the scanner had failed and unable to scan, preventing users from accessing medications for a patient. There was no power on the scanner. The customer had restarted the device several times, but the issue persisted. The malfunction occurred when a user tried to issue medication to a patient, and it did not result in any delays in patient care. There were no adverse events or injuries reported based on this event.